Manufacturer narrative:
Initial reporter information updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-mar-07. It was reported that the pump was stalled, it was not empty. The patient had an emergency pump replacement due to the stalled pump. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was baclofen (unknown) with an unknown dose and concentration. The reason for use was intractable spasticity and spinal cord injury/spinal cord disease. It was reported that an alarm was heard, telemetry was not yet performed. They are hearing a two tone alarm every 10 minutes coming from the pump and the patient has increased spasms. The issue began ¿a couple of days ago¿ prior to the call date of (B)(6) 2019. They thought it was the pacemaker alarming so they are currently at the clinic for the pacemaker and do not have access to a physician programmer for the pump. The pump follow up doctor was contacted and they are waiting to hear back from them. The rep was inquiring about next steps. Troubleshooting was performed with the caller, reviewing pertinent information per the caller's inquires. The rep recommended the patient go to their pump follow up doctor. The rep also stated the itb dose "was big" but had no specific dosing information at the time of the call. There were no further complications reported/anticipated. Additional information was received from the healthcare professional (hcp) via the rep on (B)(4) 2019. It was clarified that the alarm was not coming from the patient¿s pacemaker. The rep called the manufacturer¿s technical services (ts) to help determine if the alarm was coming from the pump. Ts informed the patient and rep that the alarm was coming from the pump and meant the unit was out of medication. Actions/interventions that were taken to resolve the alarm included the patient going to the doctor¿s office to address the issue. The doctor¿s office contacted the rep later that day and let them know the patient was sent to the hospital. The information was confirmed with the physician. There were no further complications reported/anticipated.